Event description:
The user has reported no benefit (hearing) on the right side since approximately 2023. The clinic considers performing surgery to check whether the floating mass transducer (fmt) is still properly positioned and to correct it if necessary.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.